Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. It was noted that patients ipg had migrated and patient feels discomfort. It was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be returned as it was disposed at the facility.